Event description:
It was reported six issues that the patient stated infusion set fell off during use of 24 to 48 hours on(B)(6) 2026, (B)(6) 2026, (B)(6) 2026, (B)(6) 2026 and (B)(6) 2026.

Manufacturer narrative:
Initial 2 of 6. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.